Event description:
It was reported that the system 9800 locks up and shuts down after two minutes of fluoro. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The error logs showed intermittent failures of the generator interface circuit board. The circuit board was reseated and made secure. The system was tested and found to be working as intended and placed back into service.